Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while performing a hysteroscopic separation and adhesion procedure, his olympus hf resection electrode¿s device alarm began to sound. According to the initial reporter, the procedure was completed with a similar device. There were no reports of patient harm as a result of this event. During the device¿s reprocessing, it was discovered that the loop wire fell off and could not be found. The customer confirmed that the fragment was not in the previous patient, and that the subject device was discarded. This report is 1 of 2, being submitted to capture the device alarm sounding. For details related to the reprocessing event, please see report 2 of 2 under patient identifier (B)(4).